Manufacturer narrative:
The customer requested just a replacement power cable with no engineer evaluation.

Event description:
It was reported to philips that the device's power cable was malfunctioning. There was no patient involvement.